Event description:
Oxaliplatin 160ml in 250u d5w, total volume 282, rate 141, intended infusion time: 2hrs. Therapy infused over 1 hr. Pump stated cc's infused were 1/2 although bag was empty. No actions were needed regarding the pt.

Manufacturer narrative:
Reported event summary: the customer reported that the pump was set up to deliver 282ml of medication at a rate of 141ml/hr for a duration of two hrs, however, after only one hr of infusion, the bag was found empty. The MDR investigation of the (B)(4) included two methods; an initial test of the pump when rec'd by walkmed, and some add'l delivery investigation testing. Method 1: initial pump acceptance testing per walkmed's service procedure yielded the following results: initial acceptance: test parameters [ml]: high (475.0-525.0), actual infused [ml]: 449.3, error [%]: -10.1. Test parameters [ml]: med (190.0-215.0), actual infused [ml]: 184.1, error [%]: -8.0. Test parameters [ml]: low (38.0-42.0), actual infused [ml]: 39.1, error [%]: -2.3. Conclusion 1: the initial acceptance yield a maximum under-infusion of 10.1%; therefore, the reported event of an over-infusion of 100% could not be duplicated. User error appears to be the most likely explanation of the difference. Method 2: since delivery accuracy was the focus of the reported event for this pump, four (4) infusions were performed identically to the parameters set by the customer (rate: 141ml/hr; volume 282ml). These infusions were performed in succession, with new tube sets for each infusion. All infusions ran the proper two (2) hrs and infused the entered parameters as programmed by the user. The pump was also run twice at 141ml/hr for 15 hrs to detect any time related performance anomalies. Finally, the pump was run at the parameters described by the customer with 3 psi of downstream pressure added to simulate the back pressure of the human vascular system. Testing per reported event. Conclusion 2: although the pump's accuracy was slightly outside of walkmed's specifications of (B)(4) error in (B)(4) of the (B)(4) tests, the results do not support the alleged reported event of a 100% over-infusion. Additionally, all of the infusions delivered within the intended durations (testing per reported event). The reported event could not be duplicated.